Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. There are many factors that could result in the need to disable a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, this patient's medical history included diabetes mellitus, chronic kidney disease, hypertension, hyperlipidemia, cad and recurrence of aortic stenosis which are considered contributing patient factors. Minimal information regarding the condition of the valve at the time of the intervention was available; therefore, the root cause for the stenosis and regurgitation cannot be conclusively determined. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, a 9300tfx 23mm, was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was seven (7) years, nineteen (19) days. The reason for reoperation was due to aortic insufficiency and central leak. It is unknown if it was leaflet degradation that caused the malfunction but there were no signs of thrombosis or endocarditis. Both devices remain implanted and no additional details were provided. Through further follow up with the health care provider, the surgical valve was reported to have aortic insufficiency and aortic stenosis. This (B)(6) female patient tolerated the tavr procedure well and was transferred to ICU in stable condition. She was cleared by her attending surgeon and physical therapy for discharge to home the day following tavr. She had no recorded post-operative complications.